Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v894213, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-56, lot# v894213, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-56, lot# v884579, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3487a-56, lot# v680743, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3487a-56, product type: lead. Product ID 3986a, product type: lead. Product ID 3487a-56, product type: lead. Product ID 3708260, serial# (B)(4), product type: extension. Product ID 3708260, serial# (B)(4), product type: extension. Product ID 3986a, product type: lead. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the event status was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial number (B)(4) found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the extension serial number (B)(4) found no anomaly. Analysis of the extension serial number (B)(4) found no anomaly. Analysis of the lead number 1 model number 3986a serial number unknown found no significant anomaly. It was noted that the lead body outer insulation was melted. Analysis of the lead number 2 model number 3986a serial number unknown found no significant anomaly. It was noted that the lead body outer insulation was melted. Analysis of lead number 1 model number 3487a lot number unknown found no significant anomaly. It was noted that the lead body stretched. Analysis of lead number 2 model number 3487a lot number unknown found no significant anomaly. It was noted that the lead body stretched.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v894213, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3487a-56, lot # v894213, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3487a-56, lot # v884579, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3487a-56, lot # v680743, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinical diagnosis was a rule out infection of the abdominal pulse generator. It was noted that there was a rule out infection of the occipital peripheral neuroelectrodes. It was noted that the event was related to the procedure. It was noted that there was tenderness and redness to the left abdominal pulse generator. It was noted that there was small reddened draining lesion on the occipital incision. It was noted that the patient was referred for infectious disease consultation. It was noted that the diagnostic type was an examination. It was noted that the outcome was ongoing. Additional information received reported that there was an infection of the occipital peripheral neuroelectrodes. It was noted that the diagnostic type was an examination on (B)(6) 2014. It was noted that the event was ongoing. Additional information received reported that the clinical diagnosis was an infection of the abdominal pulse generator in the lower left quadrant. It was noted that laboratory testing showed light growth of enterobacter aerogenes on (B)(6) 2014. It was noted that actions taken include medications administered on (B)(6) 2014 including cipro 500mg for 1 week, keflex 500 mg for 2 weeks, and doxycycline 100 mg for 2 weeks. It was noted that the entire system was explanted on (B)(6) 2014.